Event description:
It was reported that the patient was experiencing shocking sensations. Reprogramming was attempted but was unsuccessful. Lead diagnostics indicated that high impedance on two lead contacts and ipg was causing the increased impedances in all the leads. Surgery was undertaken wherein it was determined that the ipg was causing impedance issues. The ipg was replaced and therapy was restored to the patient.